Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured and detached at 8 inches from the connector; there is sign of melting of the heat shrink tube at the break; the total length of the fiber is 12 feet ¾ inch; the fiber tip does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that while using the surgical fiber during a procedure, the fiber was broken at the connection; no additional information was reported. Patient outcome: "no damages to the patient". - there was no injury reported.